Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The following troubleshooting steps were performed - identified that the scope cable was incorrectly connected to the light source unit while using scopes. Powered down the tower, removed the cable from the video processor front panel, and restarted the system. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image and that it went from live image to color bars during an inspection for use involving an olympus xenon light source. There was no patient injury reported.